Event description:
In 2008, the pt reported that she received an e4 (occlusion) error on her infusion device and she changed her infusion tubing. While assisting the pt with priming the infusion tubing, she accidentally began the change cartridge procedure. When she inserted, the insulin cartridge insulin began coming out of the adapter. She stated that the adapter and infusion tubing were attached to the insulin cartridge. She cleaned the insulin from the adapter and began priming the infusion tubing. She performed the prime procedure 3 times and stated that no insulin was flowing from the end of the infusion tubing and she received the low cartridge (a1) alarm. The pt requested to be called back in 20 minutes. Upon f/u, the pt stated that she had received the low battery (a2) alarm and she replaced the battery. She stated that she had 150 units of insulin remaining in the insulin cartridge. She was assisted with performing the change cartridge procedure. She reported that she again felt insulin coming from the adapter and insulin was leaking into the cartridge compartment of the infusion device. She stated that she has never changed the adapter. She was assisted with switching to her backup infusion device. Her blood glucose was elevated to 400 mg/dl. She stated she would inject 5.5 units of insulin via syringe to lower her blood glucose. Upon follow up on the next day, the pt stated that her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.